Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported. It was reported that there was no patient involvement.

Manufacturer narrative:
The event date was recorded - (B)(6) 2018. It was reported that there was no patient involvement. (B)(4). Evaluation results: one cadd prizim was returned for investigation in good condition. The customer's reported product problem was not verified. No alarm for "wrong cassette" message was detected when the pump was loaded with the cassette. Fluid ingression was found on the downstream sensor however. The downstream sensor was replaced as a preventive measure.